Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Bg was addressed with candy. Reportedly, the customer was confident that bg was due to initial therapy settings and would be easily remedied with further fine-tuning with a healthcare provider.